Event description:
Male patient in outpatient surgery for left flatfoot reconstruction with gastrocnemius recession, lateral column lengthening, cotton osteotomy, and flexor digitorum longus (fdl) tendon transfer. During surgery, prior to use of the drill, the scrub tech noted that the reamer contained what was described as "white stuff" that plugged up the drill. The drill and reamer were removed from service and returned to vendor. There have been no other events of this type associated with this equipment. After investigation it was determined that failure to comply with established process for cleaning of the drill was a contributing factor.